Event description:
It was reported that during a da vinci-assisted surgical procedure, unspecified tissue was stuck on the wrist of the force bipolar instrument. The procedure and patient outcome are unknown at the time of this report. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. A review of the images provided by this customer for this event has been performed. It was observed that the proximal portion of the jaw of the force bipolar instrument had dislocated from the wrist clevis. A root cause determination could not be made from the images. .